Event description:
The opened but unused generator was received on 01/23/2015 and is currently undergoing analysis.

Event description:
Analysis of the generator found no anomalies. The in-line cavity passed the insertion test. Both model 302 and 304 bench leads were inserted completely past the negative and positive connector blocks and were removed with no difficulties. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
It was reported that during generator replacement surgery on (B)(6) 2014 due to end of service, the vns patient¿s lead could not be inserted into the replacement generator¿s header. Troubleshooting was unsuccessful and anomalies were observed on the lead. Another generator was opened but the issue continued until the surgeon used saline to clean the lead pin. The lead pin was successfully inserted into the generator header and system diagnostics showed lead impedance within normal limits. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The lead was successfully implanted with another generator after saline was used to clean the lead. It is possible that there were body fluids or debris on the lead that caused the insertion difficulty as this occurred during a generator replacement surgery and not a new implant surgery. Review of device history records for the lead could not be performed as product information is unknown. An internal investigation on insertion difficulty determined the root cause as ¿process/procedure¿ due to the following: lead model 303 assembly document in one manufacturing facility allows to wet connector in water for lubrication, if required. This is not a common practice during assembly process at the other manufacturing facility; the large o-ring boot diameter is critical and has direct impact on the maximum insertion force. The tolerance on specification of large o-ring boot diameter is not appropriate considering this dimension being critical and related to the insertion difficulties experienced in field.